Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the tubes from this lot are underfilled. The lab sent the samples back because of underfilling. The vacuum in the tube is not enough to fill the tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered trisodium citrate blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: the tubes from this lot are underfilled. The lab sent the samples back because of underfilling. The vacuum in the tube is not enough to fill the tube.

Manufacturer narrative:
H.6. Investigation summary: no customer samples and no photos were received in support of this complaint from catalog 367714, lot number 1259234. Therefore, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.